Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited a beep alarm sound and the alarm was suspected to be "no disposable, clamp tubing" alarm. No adverse effects were reported.